Manufacturer narrative:
The investigation found the device ran to an 0x18 alarm signaling the reservoir was emptied. The reservoir was confirmed empty. Timeouts were observed in the download data. During testing, the reservoir was filled with a green indicator fluid. Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. The drive mechanism was observed, and low battery voltage was measured at the bottom and middle batteries. The shelf mode current was measured and found to be in spec indicating no electrical component failures on the pcb. While damage to the exposed soft cannula and low voltage was found, the exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19 mmol/l (342 mg/dl) while wearing the pod on the arm between 36 and 48 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.